Manufacturer narrative:
The device log files of the affected device were provided for the investigation. Log analysis revealed that on the reported date deviations within the electronic system were detected by the safety system of the device and caused a software-controlled restart in order to restore a proper functionality, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and allows spontaneous breathing for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the savina continues ventilation with the latest settings.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the patient was intubated and connected to ventilator with spn-CPAP mode and light settings. Suddenly the device gave an alarm and shut off and started again by itself. Patient was breathing himself, so breathing was not stopped at any moment. Manual ventilation device was ready to use, but device started again within 0,5 - 1 minutes and continued ventilation with original settings. Device error 70.0005. No patient injury.